Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device found a set screw with a rounded socket. The returned device indicated misalignment with the set screw.

Event description:
It was reported that the implantable pulse generator (ipg) was attempted but not used during the implant procedure. The setscrew on the connector could not be turned. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.